Event description:
Reportedly, telemetry delay was observed when terminating the sensing test. The device did not return to normal programming (ddd) and temporary parameters were still applied after the test was stopped. No further details are available at this time. The physician asked for an explanation of the reported issue.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.